Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total laparoscopic hysterectomy, the user experienced issues with loading the suture and then the suture dropped from the device. Additional information has been requested but not yet received.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Evaluation summary: post market vigilance (pmv) received one endo stitch suturing device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No needle was returned with the instrument. No witness marks on the bevel wall were observed, indicating proper alignment of the jaws. No sheering on the toggle switches was noted. The instrument was loaded with a pmv representative needle and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws. The instrument was found to function properly and the needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. The file was also concluded to be could not be reliably determined. Should new information become available, the file will be re-opened and reassessed at that time.